Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The infra-renal angle was reported as 50 degrees. Proximal aorta was 22-24 mm in diameter and 32 mm in length. Right iliac artery was 19 mm in diameter and the left iliac artery was 21 mm in diameter. The right and left femoral arteries were 10 and 11 mm in diameter, respectively. There was 40 percent of circumferential thrombus or calcification. It was reported that lymphocele fistulas present at both scarpas and puncture sites bilaterally that resolved two months post implant. The investigator assessed this event to be related to the study procedure but not the study device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: lymphocele/lymph fistula. Anatomy related; fistula. Procedure related. Conclusion: anatomy related; fistula. Procedure related.

Event description:
Additional information was received for this case. The physician documented that the left side lymphocele resolved. However there was an updated that there was persistence lymphocele at the right side of a liquid mass measured to 70 mm in diameter and shrank to 45 mm in diameter one month later. The investigator assessed this event to be related to the study procedure but not the study device.